Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the patient¿s infection could not be conclusively determined. It was reported that the patient¿s death was not considered to be device related, and it was reported that the lvad operated as expected. The device will reportedly not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists localized infection and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The patient communicated that they were not experiencing acceptable quality of life with continued left ventricular assist device (lvad) therapy given inability to maintain full functional independence. It was additionally reported that the patient was admitted after work-up for back pain and progressing debility revealed spinal lesions, felt to be infection, with biopsy preliminary results from (B)(6) 2025 revealing entoerobacter. On (B)(6) 2025 the patient validated that they were no longer experiencing acceptable quality of life with the lvad given the patient's functional decline. The patient requested the lvad be decommissioned, and the patient was moved to hospice. The patient passed away on (B)(6) 2025.